Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils broke') and uterine perforation ('perforated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mass ("mass"), migraine ("migraine"), inflammation ("inflammation "), systemic lupus erythematosus ("lupus"), pelvic pain ("immense pain "), memory impairment ("memory problems"), feeling abnormal ("brain fog "), decreased appetite ("cut my appetite way way down "), headache ("headache") and rash pruritic ("itchy rash") and was found to have weight decreased ("severe weight loss "). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, mass, migraine, inflammation, pelvic pain, weight decreased, decreased appetite, headache and rash pruritic outcome was unknown, the systemic lupus erythematosus and feeling abnormal had not resolved and the memory impairment had resolved. The reporter considered decreased appetite, device breakage, feeling abnormal, headache, inflammation, mass, memory impairment, migraine, pelvic pain, rash pruritic, systemic lupus erythematosus, uterine perforation and weight decreased to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: cases (B)(4) and (B)(4) found to be duplicate of this case. (From case (B)(4): events- "lupus, immense pain", source document , references transfer to this case) (from case (B)(4): events- "coils broke, perforated, severe weight loss, memory problems, brain fog, cut my appetite way way down, headache, itchy rash", reporter, source document, references (MFR no. 2951250-2020-03845) were transferred to this case). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('two surgeries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mass ("mass"), migraine ("migraine") and inflammation ("inflammation "). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal, mass, migraine and inflammation outcome was unknown. The reporter considered inflammation, mass, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4) and (B)(4).references , reporters information and event : migraine ,inflammation were added . No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils broke') and uterine perforation ('perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mass ("mass"), migraine ("migraine"), inflammation ("inflammation"), systemic lupus erythematosus ("lupus"), pelvic pain ("immense pain/stabbing pain"), memory impairment ("memory problems"), feeling abnormal ("brain fog"), decreased appetite ("cut my appetite way down "), headache ("headache") and rash pruritic ("itchy rash") and was found to have weight decreased ("severe weight loss "). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, mass, migraine, inflammation, pelvic pain, weight decreased, decreased appetite, headache and rash pruritic outcome was unknown, the systemic lupus erythematosus and feeling abnormal had not resolved and the memory impairment had resolved. The reporter considered decreased appetite, device breakage, feeling abnormal, headache, inflammation, mass, memory impairment, migraine, pelvic pain, rash pruritic, systemic lupus erythematosus, uterine perforation and weight decreased to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). 5th & 6th follow up process together. On (B)(6) 2020: pfs received new reporter information was added. 5th & 6th follow up process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('two surgeries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mass ("mass"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal and mass outcome was unknown. The reporter considered mass and medical device removal to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('two surgeries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mass ("mass"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal and mass outcome was unknown. The reporter considered mass and medical device removal to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.